Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient presented with patella pain. Required removal and change of triathlon n2vac uhmwpe.

Manufacturer narrative:
An event regarding pain & revision involving a triathlon insert was reported. The event was not confirmed. Method and results: -device evaluation and results: not performed as no device was returned. -medical records received and evaluation: no medical records were received for review. -device history review: indicated all devices were manufactured and accepted into final stock on with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient presented with patella pain. Required removal and change of triathlon n2vac uhmwpe.